Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') and device breakage ('device brakage, essure fragment remained in her body') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure will be removed). At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: case reported from a lay press ¿the contraceptive essure has stolen part of our health¿. The report mentioned patients who after essure removal continued with a lot of pain and remains of essure. Because of that, this patient continued the process for complete removal of device. Patient belonged to the platform ¿libres de essure¿. The consumers referred that the essure have taken a piece of their health and part of their body, they are not sure about to proceed legally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") and device breakage ("device breakage, essure fragment remained in her body") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure will be removed). At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: case reported from a lay press ¿the contraceptive essure has stolen part of our health¿. The report mentioned patients who after essure removal continued with a lot of pain and remains of essure. Because of that, this patient continued the process for complete removal of device. Patient belonged to the platform ¿libres de essure¿. The consumers referred that the essure have taken a piece of their health and part of their body, they are not sure about to proceed legally. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.